Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, due to damage on charge coupler device unit, the image disappears during angulation. A definitive root cause could not be identified reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, no image was observed. The service repair technician indicated that the most likely cause of the no image issue was due to an electrical problem. There was no patient involvement.